Event description:
At refill, the estimated reservor volume per the programmer was 14.3ml and the actual was 4ml "and a lot of air." The hcp questioned a malfunction. The hcp reported the patient was doing okay.